Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. Philip's field service engineer advised the customer to swap the user interface (ui) with another to see if the problem was in the ui or elsewhere. The customer reported that the front of the unit was swapped out and the issue was resolved.

Event description:
The customer reported the keypad was unresponsive during the extended self test. The customer noted the top of the keypad passes, however the bottom of the unit fails. There was no patient involvement. The event date was not specified; estimate used.